Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. The device was received inoperable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed and a cosmetically damaged heater pan was noted. The homechoice device started emitting smoke and spark during power on self-test. The cause was determined to be a defective accomp board which manifested as a blown solid state relay. The accomp board, digital board, and power supply were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, the device began emitting smoke and sparks. This occurred during a power on self test and came from the digital board. There was no patient involvement. No additional information is available.